Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) and increasing impedance with possible noise. The right atrial (ra) lead impedance decreased somewhat. Both ra and rv amplitudes were decreasing. The leads remain in use. No patient complications have been reported as a result of this event.